Event description:
It was reported in (B)(6) 2009 that the vns pt began experiencing coughing and pain in the jaw during stimulation on times. At the time of the onset of the events, there had been no preceding setting changes that took place prior to the onset of the coughing and painful stimulation, and no reports of pt trauma. Diagnostic testing following the onset of the events revealed normal device function. The device settings had been unchanged since (B)(6) 2009. The pt was seen by the treating physician for follow up following the onset of the events, where the output current was decreased from 1.75ma to 0.5ma and the events had significantly improved; however, the pt did begin experiencing an increase in seizure vigor, and per the physician this was a result of having lowered the vns device setting intentionally. The pt was seen by a surgeon in (B)(6) 2009, where diagnostic testing revealed normal device function, and the setting was kept at a low output current. The surgeon advised that they could wait on any surgical interventions at that time, and see how the pt responds with respect to seizure control at the lower settings. The physician had noted that the interventions taken up to this point were for pt comfort, and not to preclude a serious injury. Additional info was received in 12/2010, via receipt of a document from the hospital containing vns implant info, which revealed that the pt had surgery in (B)(6) 2010 where only the lead was replaced. On the documentation received, it was noted that the reason for replacement of the lead was due to "neuropathic pain from stimulation of left nerve." The documentation provided was hand written and due to poor handwriting, the additional writing on the form was not clear. Good faith attempts with both the surgeon and the treating physician to obtain additional info on the current status of the pt, as well as what was observed during surgery have been made, however, no further info has been received to date.